Manufacturer narrative:
Eval summary: the analysis results for the instrument found that it was returned with a cracked cartridge cover, a misassembled clip track and a damaged anti-backup. The instrument was cycled and would not feed the clips. Upon disassembly of the instrument, it was noted to have the pusher spring misassembled. We have documented the circumstances, as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the clips would not advance. The instrument worked properly for five minutes, then the clips were not delivered anymore. The instrument was blocked. Used another device. There was no adverse pt consequence.